Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the steps taken to resolve the drainage/suture issue at incision site and return of symptoms were re-suturing the incision. After two weeks, the doctor removed 1/2 of the sutures or removed the remainder two weeks later and applied steri strips. Patient said they have not had as good of success with the permanent implant as they previously did with the temporary device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having symptom return after implant. This occurred on (B)(6) 2017. They noticed their urgency was like it was prior to the evaluation. They were back to wearing diapers for both bowel and bladder leakage. When they attempted to sync, they noticed that batteries had never been placed in the programmer. This could have contributed to the issue. When batteries were placed in the programmer, they were still unable to sync. Further information reported indicated that there was a poor communication screen on the patient programmer on the day of the report. It was indicated that the patient was recently implanted and had bandages or swelling present. The patient mentioned that they were never trained and had never received instructions on how to use the programmer. They were simply handed a box and told they were all set. Patient services provided education on therapy expectations, programmer usage, programs, and the programmer antenna. The patient was able to sync during the call. It was further reported that the patient had copious amounts of drainage at the implant site since (B)(6) 2016, and the dissolved sutures had fallen out. The healthcare provider (hcp) put on additional steri strips on (B)(6) 2017. The patient bought more steri strips on (B)(6) 2016, and they were off again on (B)(6) 2017. An hcp told the patient to go in and see a surgeon on (B)(6) 2017. It was sutured closed again, and the hcp was concerned about infection setting in so prophylactic antibiotics were provided. The indication for use was gastrointestinal/pelvic floor.

Event description:
Follow-up with the patient's healthcare provider (hcp) indicated that the patient's incision was re-closed and while no infection was present the hcp placed patient on oral keflex for 10 days. The hcp indicated the sutures were still in place. Finally the hcp indicated that the patient was retrained on the use of the patient programmer. Patient status is unknown at the time of this report.